Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as red raised, and stinging. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of an abundance of caution. The outcome of the skin irritation is unknown.

Manufacturer narrative:
Not applicable.